Event description:
It was reported by the healthcare professional to the company who initiated the initial MDR that the doctors were unable to pull the obstetrical forceps apart and that they were able to remove the forceps after several minutes. No patient was harmed, the malfunction was detected prior to use.